Event description:
The site reported the following: the pt was scheduled for a routine cardiac catheterization procedure. This was the first procedure of the day. The disposables were reportedly set-up and fully purged of air. No air was visualized during the test injections. During the first cine angiogram, the staff observed that the left anterior descending coronary artery was totally occluded proximally and the circumflex system was totally occluded midway down the vessel. The contrast in both arteries did not extend past these sections and no distal flow was seen. No air was observed entering the coronary system during the injection and no air bubbles were seen in the arteries. An interventional cardiologist reviewed the films and determined that air had been injected into the left coronary system. The pt went into cardiac arrest and CPR was administered. The pt required intubation and insertion of an intra-aortic balloon pump. The physician switched to a manifold system and the procedure was finished. More angiograms were performed on the left coronary arteries. They were found to be open with brisk timi 3 flow, including total filling of the microvasculature. No residual air or obvious filling defects were observed. The pt was reported to be stable following the procedure and was sent home the day after the alleged incident with no apparent deficits or problems. Please see the enclosed copy of uf/importer report #(B)(4) for more info. During a routine cardiac cath procedure, an air embolus was injected into the pt's left anterior descending artery. This caused the pt to become unstable and require bls and acls to be performed. An intra-aortic pump was also to stabilize the patient. The pt was stabilized and transferred to the ccu.

Manufacturer narrative:
The disposables that were in-use during the reported event were discarded by the customer, and therefore, could not be evaluated by medrad. The site reported that multi-patient disposable set (mpat) lot number 820008 was in-use during the reported event, which is currently under recall for flash in one of the molded plastic components. Although we are unable to confirm the presence of flash without returned product, it is possible that the device used during this event may have contributed to a malfunction, as defined in 21 cfr 803. A medrad service engineer performed a system check-out on the avanta fluid management injection system and the unit was found to be operating to specification. Additional applications training was performed. Additional info from the user facility report: date of event: (B)(6) 2010, date of this report: (B)(4) 2010. Brand name: medrad. Common device name: tubing used for avanta medrad power injec... Manufacturer address: (B)(4). Model number: ava 500mpat, catalog number: ava 500 mpat. (B)(6).